Manufacturer narrative:
Recall 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss in therapy due to their ipg becoming inoperable. As such, the ipg was no longer able to communicate. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. Effective therapy was restored postoperatively.